Event description:
Caller reported air bubbles and gaps in the insulin delivery system, specifically located in the pigtail/patient line. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.